Manufacturer narrative:
Device evaluated by MFR: a 20 x 2.25mm promus premier select stent delivery system (sds) was returned for analysis without a product mandrel and stent protector on the device. An examination (visual and via scope) of the crimped stent found stent damage. Stent struts from the proximal to mid stent region were noted to be lifted from their crimped position and pulled distally leaving a section of the proximal balloon body exposed. The undamaged crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found no issues. A visual and tactile examination of the hypotube shaft found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that the device was stuck to the inside of the packaging and difficulty removing the stent protector and product mandrel occurred. While outside the patient, a 20 x 2.25 promus premier select stent was so tight in the screw that it could not be released. The reason for the cause of the event was due to the product was stuck to the inside of the packaging. There were issues with removal of the stent protector and product mandrel from the device. The issue was related to the removal of the device from inside the hoop. The procedure was completed with another of the same device. No patient complications were reported in relation to this event and the patient status post procedure was good. However, device analysis revealed stent damage.